Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
Philips received a complaint on the patient information center ix indicating on september 5th a clinician experienced a red alarm for a patient which did not provide an audible alarm at the central station. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
The customer reported a clinician experienced that a red alarm for a patient did not provide an audible alarm at the surveillance unit. The clinician in charge was able to act before the situation went out of control. The patient was connected to telemetry device and the time reported by the clinician was 09:05. The customer alleged at 09:05:54 the alarm was generated at central station, but was immediately stopped at the same time it was generated. The customer provided the logs to be further investigated by an internal philips product support engineer (pse). The philips pse confirmed through log review, the customer acknowledged not only at 05.09.2024 09:05:52 the yellow alarm, but also the red alarm 2 seconds later when it appeared at 05.09.2024 09:05:54. According to the customer the red alarm neither sounded, nor could it be seen in the clinical audit log (no other bed was in an alarm state at this moment). At that moment the customer acknowledged the yellow alarm, they were only aware the yellow alarm and it's possible they may have missed the later generated red alarm. The acknowledged control was pressed at the central station, and it was then recognized as a new intellivue patient monitor (ipm) alarm which was not sent to the central station yet. When the acknowledge control was pressed at the central station, it was immediately sent to the ipm where it was accepted with all active alarms. Since the ipm only sends alarms to the central station every 1024 milliseconds, it was possible for the central station acknowledge action to admit an alarm that hasn't been sent to the central station yet. The customer noticed a 2 second discrepancy in the audit log, but the audit log did not have millisecond resolution. This was an expected behavior, and it was the reason that the central station acknowledge control was only present where the current data was displayed. Based on the information available in the case and the logs provided by customer, the customer's allegation could not be confirmed. The philips pse confirmed the logs revealed the red alarm was acknowledged 2 seconds after the yellow alarm was recognized; therefore, operating as configured and working to specification. No further investigation or action is warranted at this time. Box b: updated information: changed event date, from 09/06/2024 to 09/05/2024. Box e: updated information: changed address.